Manufacturer narrative:
This follow up report is being submitted to report additional information. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. Scar-02299 was created to address an issue with the tip lock not properly being retained within the gun. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Report source - foreign - (B)(6). (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
Updated: it was reported that the locking ring does not lock the wash tip properly. This event occurred during surgery causing a 30+ minute delay. No harm to the patient was reported. Attempts have been made and no further information is available at this time. No additional patient consequences were reported as a result of this malfunction.